Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead failed to capture. The rv lead was not used and replaced on (B)(6) 2025. There were no patient consequences.